Event description:
My brother was doing dialysis at home supplies were provided by baxter he got a bad infection was hospitalized infection was in the abdomen where he was doing the dialysis they had to take but there he was doing the transfer and put the area for dialysis in his neck, his infarction was so bad he did not know any of his family he was hospitalized on (B)(6) 2013. I then received an urgent recall letter from baxter dated may 23, 2013 for a product he was using "minicap product code 5c4466p, lot #gd893891 due to incomplete seal which may result the iodine from drying out and could cause a serious infection. He remained in the hospital for two months straight when he was able to go home he continued to go in and out of the hospital until he passed away. I have called baxter and they say they are going to call me back and they have not.